Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliates in brazil. As reported, this was a 26mm sapien 3 ultra transcatheter heart valve, implanted in the aortic position by transfemoral approach. Pre-dilation of the native valve was required, using a non-edwards balloon catheter size 20. At the end of the valve deployment, the balloon of the commander delivery system burst. Despite the balloon burst, the valve was successfully implanted and there was no need for post-dilation. The commander delivery system was removed as per IFU and there were no missing pieces. The patient outcome post-procedure was good. As per medical opinion, the root cause of the balloon burst was the high degree of calcification in the implant area.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was confirmed based on evaluation of the provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per provided imagery calcification was present in native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.